Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted if the device is received.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer was ultimately able to load a cartridge successfully.